Manufacturer narrative:
Device passed the rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected no delivery or insulin flow blocked alarm noted during testing. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had insulin flow blocked which was already recurring for past few days now. Customer wishes to continue troubleshooting. No harm requiring medical intervention was reported. Customer stated that she also replaced 4 infusion sets now since she was receiving this alarm multiple times. Customer stated the tubing was not bent or kinked. Customer stated they have tried all remedies. Customer stated that they follow the matrix and did all the troubleshooting, when they did a 5u cannula insulin exited in the other end of the tubing and it alarmed for insulin flow blocked. The device will be returned for analysis.